Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the communicator for the patient with this pacemaker exhibited a red call doctor alert. At this time, the cause for the alert remains unknown. This pacemaker remains in service. No adverse patient effects were reported.